Manufacturer narrative:
(B)(4). Implant date, year only valid.

Event description:
The physician intended to implant a 2.25 x 30 mm resolute integrity stent. The device was removed from packaging as per IFU and inspected with no issues noted. Negative prep was performed with no issues noted. Angiography was performed and revealed very late stent thrombosis of a previously implanted resolute integrity (2.5x22mm) in the lad. The lesion exhibited 100% stenosis and a little tortuosity. Successful balloon pre-dilation in the site of the occlusion with three sprinter legend balloons was performed. The physician proceeded to attempt delivery of the 2.25 x 30 mm resolute integrity stent but without success. Resistance was encountered while passing through the previously deployed stent. The device almost crossed the stent when the 2.25 x 30 mm resolute integrity stent dislodged. The physician attempted to remove the dislodged stent using two coronary wires without success. It was noted that a snare was not used due to obstruction of the unexpanded dislodged stent which was in the left main coronary artery. No further patient complications were reported.